Manufacturer narrative:
A customer quality engineer reviewed the key log and verified four unexpected shutdowns occurring on (B)(6) 2020. Additionally, it was observed that the device was operating off of battery 2, which was charged to 96%, when the device lost power. The root cause of the reported issue was that battery 2 was loose and not properly latched into the device.

Event description:
The customer contacted physio-control to report that their device unexpectedly turns off multiple times during use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the right angle accessory cable for the ac power adapter was not working, causing the reported issue. The customer was advised to replace their right angle accessory cable. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly turns off multiple times during use. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.